Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl, cause was unknown. To treat the low bg level, the customer consumed glucose tablets and drank soda. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.